Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that soon after the twistlock was twisted to lock the sheath, it became unlocked by itself. As a result, a new kit was opened and only the cath-gard from that kit was used as the sheath had remained in the patient. The insertion site was the right jugular vein. There was no reported delay, death or complications to the patient.